Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and was exhibiting oversensing. Subsequently, the patient underwent a surgical revision procedure where the lead was attempted to be repositioned. The lead¿s helix would not extend. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead has been returned for analysis.

Manufacturer narrative:
(B)(4). Boston scientific received information that the lead was thoroughly inspected and analyzed. The complete lead was returned. The connector tool was properly seated over the lead terminal connector. The lead body was twisted and wavy along its entire length. The lead was likely over torqued during retraction of the helix. The helix was fully retracted and dried blood was noted on the helix and in helix housing. The clear medical adhesive (ma) was torn at the proximal end of the spring electrode and the proximal spring stretched at this point. Inspection of the lead tip noted no anomalies. The lead was determined to have been electrically continuous.

Manufacturer narrative:
(B)(4). The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.